Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were getting the message settings not available cannot provide your desired intensity settings when they try to increase the intensity. Patient stated this message has been coming up for the past 2-3 days. Agent reviewed meaning of the message and redirected patient to their healthcare provider to further address the issue. Pt stated he will call a manufacturer representative (rep). When asked for hcp name pt stated they go to see a pain management doctor and a primary care doctor. On (B)(6) 2025 the rep met with the pt and called technical services on (B)(6) 2025 reporting high impedances were found on all contacts. The impedances ranged from 4,000 ohms to 20,000 ohms. The rep mentioned the pt had been seeing the settings not available message for about the past week. They provided information about what could have contributed to this event stating that the pt had been helping with a home remodel and was reaching above their head while doing some work and after doing so, they noticed a loss of therapy. The rep stated they were going to discuss revision and lead type with the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient communicated with provider and the decision was made to replace the battery (with advancements in technology). Both ins and leads were replaced. Rep did not cover that case but rep would assume that the old ins and leads were discarded at the physicians request. Reps not aware that they were sent back. The exact reason for the impedances was not identified. Patient stated he had done a lot of back bending working with family under a house and it was after that that his stimulation would not work. Rep believes patient is getting appropriate/effective therapy. Patient has their first post-op appt today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the patient was referred to a neurosurgeon to discuss paddle lead revision. That appt has not been made. Rep spoke with the nurse/scheduler at neurosurgeons' office and she is going to work to get him in for a surgical consult. X-rays weren¿t taken at the time because all contacts were impeded and provide felt it didn¿t really help to know if they had moved since the referral was going to the ns. She wanted them to get the imaging that they wanted.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead due to additional clarifying information from the physician it was determined that two separate lead fractures/replacements occurred. See 3004209178-2025-08255 for lead fracture/replacement in 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's managing physician (hcp). Hcp clarifies the patient had two separate instances of broken leads. The second time was due to the patient falling off a ladder on to their back. Hcp reports the "malfunction stimulator was removed" on (B)(6) 2025. Hcp reports the patient's new stimulator is working well as of the patient's last follow up visit on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-05 the rep provided additional information reporting that the lead replacement surgery will be taking place on (B)(6) 2025. No other information was provided.

Event description:
2025-may-09: information was received from a patient (pt) with an implantable neurostimulator (ins). Pt mentioned they had to have 2 of their leads repaired because they were broken. Pt stated the leads were repaired about a year ago. 2025-aug-05: additional information was received from a manufacturer representative (rep). Rep reports the pt had a lead revision in 2022, on (B)(6) 2025, another rep met with the patient and found that they had impedances and contacts impeded. Pt discussed revision and swap to a paddle lead due to their activity level and previous revision. Rep also reported this issue to patient and technical services while with this patient on this date. Rep reports this is a continuation of reported "issues" with the patient's leads and oor message documented in 2022. Rep reports the cause of the two leads broken was that the patient fell. Rep reports another rep attempted reprogramming but was not successful and revision was recommended. Rep reports this issue has been resolved. 2022-sep-09: information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller reported that about months ago there were "issues" with their leads (originally said broken but then wasn't sure if that was the right word for it). Caller stated the reps needed to program the device around this and it had been fine but now since monday, they are getting settings not available (59) and can not increase stimulation. Caller stated they have called reps and left voicemail's but have not heard back from any of them yet. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B5: has been updated to include information previously captured in 3004209178-2025-08255 as it was determined that this information pertains to this report instead. B3: date of event is approximate. Year of event is confirmed to be valid. Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2025, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.